Event description:
A hospital in (B)(6) reported that they found a crack in an mr290hfv autofeed humidification chamber while in use with a high frequency ventilator. No patient consequence was specifically reported.

Manufacturer narrative:
(B)(4). Method: the complaint chamber was not received from the hospital, so an evaluation could not be performed. Several attempts were made to obtain further information regarding the incident but these met with no success. The report had mentioned injury, but no evidence was provided regarding the nature and extent of the alleged injury. Results: a lot check could not be performed as no lot number was provided. Conclusion: the complaint device was not returned for inspection and testing and there was insufficient information provided by the customer. Therefore, the failure could not be confirmed. The mr290hfv autofeed humidification chamber features a float system which allows the chamber to automatically refill and maintain an appropriate water level. It is possible for a chamber to crack due to the oscillatory stresses induced by the ventilator on the chamber dome, or by high pressures used during the recruitment maneuvers before therapy. All mr290hfv chambers are pressure tested at the end of the production process, just prior to packing, to ensure that they are undamaged and that they are able to operate as intended. Any chamber which does not pass the pressure test is rejected. Our user instructions that accompany the mr290hfv chamber specify to the user the following warnings: set appropriate ventilator alarms perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.